Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient has not changed their intensity. The patient reported it's now taking a long time to charge. The patient reported she is getting all eight coupling bars. No further complications were reported. No patient symptoms were reported.